Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6) and (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 172 mg/dl at 6:24 pm 122 mg/dl at 6:24 pm 148 mg/dl at 6:22 pm 231 mg/dl at 6:20 pm 165 mg/dl at 6:16 pm readings occurred with different vials of test strips. Customer is not sure which test vial was used for each result.